Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer was pushed into a lake while wearing the insulin pump. The customer can see moisture under the display. The blood glucose reading was 177 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage to the motor, battery tube and vibrator assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.